Event description:
It was reported that touchscreen was not always responsive, required multiple taps to respond, and showed delays. There was no reported impact to the customer¿s blood glucose level. Customer declined further assistance or follow-up, and no additional troubleshooting or corrective actions were performed because technical support was unable to obtain more information and no further action was required.